Manufacturer narrative:
Article citation: avram, mathew, et al. "Guidance regarding sars-cov-2 mrna vaccine side effects in dermal filler patients." American society for dermatologic surgery (asds). 28 december 2020, pg. 1-3. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Reported event of a patient received their first dose of moderna covid-19 vaccine and was injected with an unspecified juvéderm® and in the cheeks with botox® 2 weeks later. Thirteen days later, the patient received their second dose of moderna covid-19 vaccine. Two days later, the patient developed ¿bilateral facial swelling¿ that was more pronounced on the left side and was measured at 125 mm on day 3 and 55 mm on day 4 post-vaccination. The patient was treated with prednisone and symptoms resolved were noted in the article: "guidance regarding sars-cov-2 mrna vaccine side effects in dermal filler patients."